Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) during the implant procedure. Subsequently, the procedure was finished using a different product. This product is not expected to be returned. No adverse patient effects were reported.